Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the distal rca was dilated with a cutting balloon and a 4.0 x 12 mm nc voyager was inflated to 14 atms for one minute to treat in-stent restenosis of a previously implanted 3.5 x 23 mm vision stent in the mid rca. The stent had been implanted six months prior to this procedure and the physician commented that the restenosis did not stem from any quality issue with the stent. It was noted that the lesion was occluded and no blood flow was observed. The intervention was aborted to see if recovery was observed. The 4.0 x 12 mm nc voyager and another company's balloon catheter were delivered. The voyager dilatation catheter could not be deflated, and the pressure indicator did not decrease at all. An attempt was made to deflate the balloon by puncturing the balloon using the proximal end of a guide wire, but the balloon remained inflated. The balloon was able to be pulled into the guide catheter and the balloon was successfully removed after being inflated in the patient's anatomy for 17 minutes. Once outside the vessel, an attempt was made to inflate/deflate the balloon using saline, but the balloon would not deflate. The balloon was pinched with fingers, but it stayed inflated and felt solid. No additional event or patient information is available.

Manufacturer narrative:
Restenosis, as listed in the IFU, is a known adverse event with stenting and is listed in the risk assessment. There does not appear to be any indications of a product deficiency. Hospitalization is likely a secondary effect of the procedure complications. A conclusive cause for the patient effects, and relation to the vision stent, if any, cannot be determined. The voyager mentioned is being filed under MFR # 2024168-2009-02436.